Event description:
Customer received blood result of 581 mg/dl on his contour usb and 197 mg/dl on another meter. No averse events alleged. The difference between the results falls in the "c" zone of the consensus error grid. Customer strips are being replaced and he is expected to return his strips for evaluation.